Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump had a failure with a high acuity patient. It was reported that the pump had an abrupt shutdown error while in use and the biomed got the pump with the battery at 18% and maintenance was due. There was no reported adverse event.